Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and not returned; the metal cap exhibits severe detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure the fiber "overheat" and "burnt out" at 424,724 joules of usage. Reportedly, this was due to the "large gland lobes". The fiber was exchanged and the procedure was completed. Patient outcome "ok" has been reported. No injury to patient reported.